Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was removed due to a pocket infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's spouse that the patient experienced a lot of pain and suffering. As a result of the infection, the patient has also had clots. Follow-up with the clinic confirmed that the patient had developed a subclavian thrombosis which required a separate procedure, in addition to confusion and lower lobe pneumonia. The patient continues to receive antibiotics.